Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. There have been no complaints against the instruments used during the case and have been used in subsequent procedures. Additionally, there have been no additional relevant complaints against the system. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that after the completion of a da vinci-assisted sacrocolpopexy with hysterectomy, when removing the cannulas to begin closing the patient, there was a large burn/excoriation noted at the port site where the maryland bipolar forceps (mbf) instrument was used during the procedure. During closure and while the surgeon was suturing, two other port sites also appeared to develop the same injury. In total, this occurred at three of the five da vinci port sites. It is unknown if any medical intervention was rendered due to the reported complications.